Event description:
It was reported the pt experienced an infection. No pt symptoms were reported. The infection was though to have been present for approximately six weeks before the pump was explanted. The pump was explanted in 2008. It was reported the infection had cleared and re-implantion was planned for the following month.